Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure observed during analysis.final analysis found insulation degradation exposing the outer coil filars at 4.6 cm and at 23.1 cm from the connector pin.(B)(4)